Event description:
It was reported that after 3.0x23mm xience prime stent implantation in the proximal right coronary artery, a perforation occurred during post-dilatation with a non-abbott balloon, resulting in pericardial effusion and cardiac tamponade. Pericardiocentesis was performed and a 3.5x16mm jostent graftmaster successfully sealed the perforation. Additionally, the patient was treated with a transfusion. The event was considered resolved on (B)(6) 2012. On (B)(6) 2012, the patient was discharged without any ongoing complication or disability. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of hemorrhage/bleeding complications and perforation are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.